Event description:
The customer reported his blood glucose, carbohydrate intake and insulin history. The pod was removed and he noticed the pink slide insert was not visible in the window.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of he needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.